Event description:
It is reported that one of the spikes fractured off.

Manufacturer narrative:
Eval summary: the cause of the fractured spike is likely the result of numerous impacts and possible off-axis removal. Cause cannot be definitively determined. Device history records indicate all components were mfg and inspected to spec. The instrument has a potential field age of approx 32 months.